Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the bar on the left side that holds the seat is bent about 1/2 inch and this keeps both left and right bar out of their grooves.